Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: sfw kit 9735736 stealth s8 ent EU-sc h3) no parts have been returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial biopsy procedure. It was reported that the system was displaying the patient reference frame inaccurately on the patient model. No able to display as present on the patient. They changed the registration method from patient reference frame to trace and they were able to successfully register.

Manufacturer narrative:
H3: analysis was performed for product 9735736, software version: 2.1.0. The analysis concluded that changing the registration method from patient reference frame to trace resolved the issue and was able to register successfully. Based on the information provided, this does not appear to be an issue with software. Codes b01, c19 and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.